Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon surgery, after squeezing the handle, the surgeon saw that clips were malformed from the two handles. Another device was used to resolve the issue in order to complete the case. There was no patient injury.